Event description:
It was reported that the patient was unable to adjust stimulation and couldn¿t communicate with her ins even using the replacement programmer. The ins was not loose in the pocket and it was noted that when the patient checked the ins in june she did not notice any unexpected icons, the patient was due for ins battery replacement the following year. It was later reported that the patient had experienced diarrhea for approximately four weeks and nothing she took or did for it would touch it. The patient though that maybe shee needed a stimulator for the diarrhea. Additional information received reported that the patient still was having concerns but had an appointment scheduled on (B)(6) 2013.

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was sufficient to evaluate and investigate because the patient reported issues with diarrhea. However, there was also insufficient information because the cause of the adverse voiding issue and communication issues remains unknown. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the device. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend adverse change in voiding function-bowel. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the device is inconclusive because of insufficient event information. Event was related to normal or expected complications or performance as disclosed in product labeling. Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3889-33, lot # v014938, implanted: (B)(6) 2007, product type lead. (B)(4).